Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet entered background (bg) run mode after a new dexcom g7 sensor was started and the pump stopped dosing insulin, with a cgm glucose of 189 mg/dl and a visible pairing failure to the ilet; glucose later displayed on the ilet and stabilized to 165 mg/dl after troubleshooting and education. Symptoms included transient hyperglycemia. Outcomes included temporary interruption of insulin delivery with recovery after stabilization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a sensor-to-ilet communication issue that prevented dosing until the connection was restored. It was concluded that the event was related to cgm pairing failure resulting in dosing suspension, with resolution after successful data transmission and stabilization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.